Event description:
The biomedical engineer reported that during a routine inspection of the external pulse generator (epg), it was noticed that there are black lines running across the display screen. The epg was returned for repair. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (bleeding pixels). Lower case and one side bail cover are broken. Ring cover is contaminated. One case screw is missing. Keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (bleeding pixels). Lower case and one side bail cover are broken. Ring cover is contaminated. One case screw is missing. Keyboard is scratched.